Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. Customer¿s blood glucose level was in 95-173 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.